Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2020-oct-20 information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the ins worked fine for about 15 months. It was not working correctly now; if they adjusted above 1.0 or 1.1 volts, it was too much and they were going to the bathroom way too often. It was noted that at 0.9 volts it works for a week or so. The patient could feel the wires before, but could not feel them anymore. They hadn't seen their doctor since (B)(6) of 2019. They saw the doctor 3 times after the bladder surgery, but the doctor that did the surgery was no longer there. The patient was redirected to their healthcare provider and they reported they had an appointment scheduled for (B)(6) 2020. On 2020-11-16 additional information was received from the patient. Caller repeats information about the therapy not working. Caller states when the device was first implanted she could go 9 hours before having to go to the bathroom. Caller states now she goes every hour to every hour and half. Caller states there was no issues with wires moving or feeling wires, but rather feeling stimulation sensation. Caller states they do not feel the stimulation anymore. Caller confirmed she was able to connect with the ins and pp so the ins is on (ins battery has not depleted). No further complications were reported/anticipated at this time. On 2020-12-23 additional information was received from the patient. They reported that they provided the phone number to patient a rep to the hcp office a month ago and still hasn't received any calls from anyone. Patient is going every 45-60 minutes and having accidents and during the night gets up 2-3 times. During the first week of the trial had 96% improvement. Reviewed programming guidance and patient said they were never informed that there were additional programs for them to use. The previous representative told the patient not to make any adjustments. During call reviewed instructions and patient switched to p2 and adjusted to level in which they said feels the stimulation. Patient to monitor and track bladder symptoms for at least 1-2 days before making another adjustment. Also reviewed when to consider switching programs. Patient to track results on each program they try and if still doesn't notice at least 50% in symptom control on each of the programs, then the next step will be to schedule device check and reprogramming session. On 2024-may-22 additional information was received from the patient. They reported that they had their device was replaced because it wasn't working. The patient stated that it was not due to normal battery depletion and that it hadn't worked for a long time before they got their current device. They had met with the manufacturing representative (rep) on 2024-may-22 and the rep had them do a bladder diary and the collected data from the diary showed the rep that the patient was going 25 times a day. The patient said the rep tested the system and discovered that they only had "1 of 7 programs" that were working and they'd be in trouble if that last one went out as well. Due to this, that is why they got a new device. On 2024-nov-13 additional information was received from a manufacturer representative (rep). The rep reported that to clarify how they only had "1 of 7 programs" it was that all electrodes were impeding at >4000 ohms. So, the patient was given a new program of c+, 3- until they could get scheduled for a replacement. The patient also reported that they have had 2 falls since the device was initially inserted.